Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. 15may2026: additional information was received from the issuer regarding this incident. Therefore an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when they we're preparing the sonic 1, 2 with the hybrid 007 this one rupture the sonic as you can see in the product when we deliver it to you." Update 15may2026 - additional information received from the issuer: " what is the patient condition to date? Patient is neurologically intact. What is the hybrid lot number used for this procedure? Lot is the same as sonic 00590788. How were prepared the devices? The devices were prepared according to the recommendations. Did you feel friction between the hybrid and the sonic? No, the hybrid went inside the sonic without any resistance. Do you have any photo? Already sent. Did the incident occur inside or outside the patient? Inside the patient. Could you explain with more details how the hybrid had damaged the sonic? Rupture? Where? Friction? I did not understand how this happened - I was navigating the sonic with the wire inside, in a small afferent, and I noticed that the marker of the sonic was not aligned with the wire, and I could not direct the catheter with the wire. I decided to remove the sonis to see what happened, and I saw that the wire had perforated the sonic proximally. How the physician ended-up the procedure? I replaced the sonic and the wire, and successfully completed the embolisation with a new sonic and a new hybrid." Incident report form submitted for this complaint indicates that no patient injury was sustained.